Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: UDI # (B)(4). Complaint is confirmed. Visual inspection to verify item and lot combination and reviewed manufacturing date as returned tasp exhibits signs of repeated use (nicked & gouged). The tasp has chipped / fractured on the medial side. Not all the pieces were returned. The device history records were reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: foreign (B)(6).

Event description:
It was reported that during trialing of components, the tasp chipped due to premature wear. No harm done to patient.